Event description:
A customer reported experiencing tandem mobi cartridge alarms during the pump's loading process, with issues persisting over the past two weeks. The alarms had occurred consecutively with different cartridges, identified as number 30 there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump to resolve these cartridge alarm issues. Customer will continue to use current pump even though cartridge alarms are occurring until new pump arrives.